Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-38 that has a similar products distributed in the us, list numbers 08d06-31 and 08d06-41.

Event description:
The customer reports on a (B)(6) male patient who is being screened for a blood transfusion. A blood sample taken from this patient tested (B)(6) for (B)(6) with elisa and (B)(6) methodologies. The same sample tested (B)(6) when tested with the architect syphilis tp assay using reagent lot 66245 li00 ((B)(6)). There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse trends in conjunction with the complaint issue currently under evaluation for this product. No non-conformances or deviations were identified. Sensitivity for the assay was evaluated using in-house retained reagent kits of lot 68224li00 66245li00, which included testing of samples of a sensitivity panel. Results of this testing did not implicate that the performance regarding sensitivity of the lot is negatively impacted. No false nonreactive results were obtained. No returns were made available from the customer site. Further supplemental testing performed by the customer generated an architect syphilis tp assay result of (B)(6) and mikrogen igg and igm results of (B)(6). The architect syphilis tp assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.